Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 41.5 was revised for disassociation of their femoral stem and femoral head 7.8 years post implant. Altr was also noted. The patient had a cobalt level of 7.0 and chromium level of 4.1. The patient was revised to a modular stem and biolox head. The poly was also replaced.